Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer had previously experienced similar cartridge alarms with the current pump. Technical support agreed to replace the pump and advised the customer to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not disrupted. The customer was informed about receiving a replacement pump with updated software, how to put the current pump into storage mode, and the procedure to return the faulty pump via ups within 10 days.